Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-00826 and 2134265-2014-00911. It was reported that motor drive unit fails to run automatic pull back. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the lesion. It was noted that during percutaneous coronary intervention, motor drive unit failed to run automatic pull back twice and they performed manual pull back. The procedure was completed successfully using the same sled and catheter with another motor drive unit. No patient complications were reported.